Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n270501009 implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the healthcare provider replaced the patient¿s catheter on (B)(6) 2021 with an ascenda 8781. The company representative asked the facility if they could retrieve the explanted catheter for analysis and were told to try in no earlier than three business days for pathology to process.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n270501009, implanted: (B)(6) 2010, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ ml at 6.9 mg/ day) and bupivacaine (15 mg/ml at cannot be obtained; not documented) via an implantable pump. Medical history included scoliosis. It was reported that there was more drug than what should be present has been removed at refills for about a year now. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A dye study attempted today ((B)(6) 2021). Catheter did not aspirate after multiple attempts and dye study aborted. Being sent to neurosurgeon for further inspection. Unknown whether there will be further surgical intervention. The issue was not resolved at the time of the report.

Manufacturer narrative:
H3. Analysis of the catheter/ sc connector found coring/tears/cuts in the seal and met leak criteria. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.